Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
When assembling the mayfield without excessive force, the device broke. The product was not in contact with pt so there was no pt injury. It was unk if the event lead to an increase of surgery time. Additional info has been requested.